Manufacturer narrative:
See investigation attached.

Event description:
Allegedly in or around (B)(6) 2010, there was a CT report which identified a collection around the right hip prosthesis. In (B)(6) 2012, his right had an MRI scan which identified "very large collection over the right greater trochanter...it measures 10cm in the long axis and 4cm in the transverse axis. As the collective approaches the hip it extends over the anterior surface of the greater trochanger towards the anterior capsule. It is understood that the right hip is going to have to be revised. Additional information from njr received on 03/04/2024: allegedly, patient was revised due to unexplained pain / adverse soft tissue reaction to particulate debris revision njr number: (B)(4) side: r primary asa: p2 - mild disease not incapacitating.